Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue. It was reported that the display was misaligned and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/06/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/17/2015 with the following findings:no evidence of a misaligned display or crooked/shifted text was found during the investigation: the reported issue was not confirmed. The pump case was removed, and the display screen was found to be well seated and secure. Unrelated to the reported issue, the battery compartment was observed to be cracked in the area below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.